Event description:
Customer thinks her insight pump does not deliver the correct amount of insulin. Her blood glucose level was 600 mg/dl and it decreased only using pens or her old spirit combo pump. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.